Event description:
Customer reported the system is displaying low ma errors and image quality is poor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and performed a filament calibration. Sys operates as intended.